Event description:
The patient was admitted for a procedure in 2008 with a 95%, moderately calcified lesion from the ostium of the left anterior descending (lad) to the mid lad branch. The lesion was pre-dilated and a 3.0x 33mm cypher stent was implanted at 12atm. Coronary angiography was done and a dissection was observed in the left main through the ostium of the lad. It was noted that the dissection was caused during ballooning. The physician then tried to use a 3.0 x 13mm cypher stent to treat the dissection, but it failed to cross. A 3.0 x 12mm taxus liberte stent was used to treat the dissection.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.